Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) same meter. Customer returned 1 test strip- evaluation could not be performed. Meter was returned - product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 16-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is using 2 different vials of test strips with the true metrix meter; customer was not able to advise which lot number of strips the results were obtained with. The customer is concerned with test results from results obtained of 214, 204, 191, 120 and 89 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 262 mg/dl and 208 mg/dl using true metrix meter. The product is stored according to specification in the 8 living room. The test strip lot manufacturer¿s expiration date is 03/31/2024 and test strips were opened 3 days prior to call. The meter memory was reviewed for previous test result history (time not set): result 1: 214 mg/dl, date: (B)(6) 2022 , time: 12:37pm fasting am, result 2: 204 mg/dl , date: (B)(6) 2022 , time: 9:48am fasting am, result 3: 191 mg/dl, date: (B)(6) 2022 , time: 9:48am fasting am, result 4: 120 mg/dl , date: (B)(6) 2022 , time:10:11am fasting am, result 5: 89 mg/dl, date: (B)(6) 2022 , time: 10:10am fasting am.

Manufacturer narrative:
Sections with additional information as of 11-jan-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications